Manufacturer narrative:
Two of the carts have been returned to intermetro. Engineering/quality review under way. The product discrepancy appears to be similar to that reported on MFR report #153044-2006-001 submitted on 6/19/2000. No definitive results available at this time. Submission of a f/u report is planned.

Event description:
A report was filed on 7/21/2006 that 2 carts at the hosp had malfunctioned and that the top storage area could not be accessed. A f/u call a week later, indicated that another cart with a similar problem had been identified. In 2 of the cases, the issue was identified during a cardiac code and there was a delay in accessing the supplies in the cart; no adverse outcome was reported. The issue with the third cart was identified during inspection of the other carts in the facility. It was described that the cart latching mechanism had become "stuck" such that the drawers could be accessed, but the top storage area could not.